Event description:
Caller reported false negative hcg results on one pt. A (B)(6) female pt was tested twice and both results were negative. Pt's urine was collected at 11:00 am and tested shortly after collection. Pt was sent to the hospital for blood work and an ultrasound. Caller did not have info from the blood work. However, the ultrasound showed that the pt was about 3 months pregnant. No other pt info provided.

Manufacturer narrative:
Pt samples were not returned for investigation. Product support tested 15 retained devices at low cut-off and 15 retained devices at high-cut-off with in-house controls. Investigation results for retained devices: controls: 25miu/ml hcg urine lot: hcg120405-01; 210.0iu/ml hcg urine lot: hcg120517-01; 219.3iu/ml hcg urine lot: hcg120409-01; 202iu/ml hcg urine lot: hcg120522-01. The retention devices meet qc specification, details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minutes read time. (N=15). The 210.0iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=5). The 219.3iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=5). The 202iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=5). Partial kit involved in complaint is expected to be returned and will be investigated if and when it is returned.